Event description:
The surgeon implanted an aq2010v silicone three piece lens but it split as it was being inserted. The lens was removed with no patient injury, the incision was not enlarged. The nurse stated it was unknown as to why the lens split. An msi-tm injector and an aq fp cartridge were used but the nurse was unable to recall the lot numbers.